Event description:
Result reports where the patient information did not match the sample identification (sid) were obtained on the advia centaur cp instrument. No incorrect reports were released as the laboratory is manually checking all patient information on result reports. There are no known reports of adverse health consequences or patient intervention due to the patient information not matching the sample identification.

Manufacturer narrative:
A siemens field service engineer(fse) was dispatched to the customer site. After analyzing the instrument data, the fse determined that the instrument is performing within specifications. The cause of the patient information not matching the sample identification was the re-use of the sample identification numbers on the system by the user without deleting the previous sample information as required by the product labeling instructions. The instrument is performing within specifications. No further evaluation of the device is required.